Manufacturer narrative:
Qc did not show issue. Service has worked on aspiration system on the instrument, but problem eventually comes back. Customer stopped using the act 5 diff cp analyzer at the end of (B)(6) of 2009. A clear root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneously high platelet (plt) results randomly generated by the coulter act 5diff cp analyzer. The customer indicated that the high results occurred on first aspiration of a tube. Results were not reported out of the lab since the operator noticed histograms appearance and reran the specimens. Reruns recovered lower plt results, which the customer considered correct. The customer provided printouts for two samples. There was no effect to the patient or user.